Manufacturer narrative:
Device evaluated by MFR: the synergy xd mr ous 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the midsection and distal end in a lifted state. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25-aug-2021. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. After pre-dilatation, a 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. The patient was stable. However, returned device analysis revealed stent damage.